Event description:
Ous MDR - after an implantation time of about 2 weeks, a myocardial perforation from the lead was reported. The lead was exchanged and returned to biotronik for analysis. The lead was explanted and returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and without defects. The compression test performed on the lead (i.e., bearing pressure per surface unit) did not show any anomalies. The rigidity of the lead was unremarkable. The measured electrical measurement values were within specifications. The fixation was without anomalies. There were no indication of a material defect or manufacturing error.